Event description:
It was reported to medtronic neurosurgery that that the valve was found to leak when the physician performed the preimplantation testing, and that a new device was obtained to complete the procedure. According to the report, there was no impact to the patient.

Manufacturer narrative:
The returned valve was patent. It met all of the requirements for the siphon, preimplantation, and pressure-flow tests. It did not meet requirements for the reflux and leakage tests. A tear was observed on the top siphon control device membrane. Another tear was observed on the siphon control device outer casing. It is unknown how or when the damage occurred. The instructions for use that accompanies the device cautions that improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.